Event description:
The patient (B)(6) received two leads with the same lot number. It was reported the patient experienced ineffective stimulation in addition to unwanted right ribcage stimulation. Reprogramming was unsuccessful as the patient felt a tingling sensation on increasing stimulation. X-rays confirmed the right lead had migrated from its original placement. Subsequently, the patient underwent surgery on (B)(6) 2015 to reposition the right lead which reportedly resolved the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.